Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius customer service this 76-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment on (B)(6) 2021 to be transported by emergency services to the emergency department (ed) for abdominal pain. The patient was evaluated in the ed, and they were diagnosed with peritonitis. A white blood cell (wbc) count taken in the ed on (B)(6) 2021 presented with approximately 5000/mm3. The patient was not provided medical intervention in the ed and was advised to report to the outpatient clinic. The patient was released from the ed to home with no hospital admission. The patient has not yet presented to the outpatient clinic following release from the ed. Additionally, peritoneal effluent fluid cultures were not taken in the ed or the outpatient clinic to date. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown in the absence of further laboratory testing; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler following this event.

Event description:
On 16/oct/2021, a patient contact reported to fresenius customer service this 76-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment on (B)(6) 2021 to be transported by emergency services to the emergency department (ed) for abdominal pain. The patient was evaluated in the ed, and they were diagnosed with peritonitis. A white blood cell (wbc) count taken in the ed on (B)(6) 2021 presented with approximately 5000/mm3. The patient was not provided medical intervention in the ed and was advised to report to the outpatient clinic. The patient was released from the ed to home with no hospital admission. The patient has not yet presented to the outpatient clinic following release from the ed. Additionally, peritoneal effluent fluid cultures were not taken in the ed or the outpatient clinic to date. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown in the absence of further laboratory testing; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Correction: b2.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius customer service this 76-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment on (B)(6) 2021 to be transported by emergency services to the emergency department (ed) for abdominal pain. The patient was evaluated in the ed, and they were diagnosed with peritonitis. A white blood cell (wbc) count taken in the ed on (B)(6) 2021 presented with approximately 5000/mm3. The patient was not provided medical intervention in the ed and was advised to report to the outpatient clinic. The patient was released from the ed to home with no hospital admission. The patient has not yet presented to the outpatient clinic following release from the ed. Additionally, peritoneal effluent fluid cultures were not taken in the ed or the outpatient clinic to date. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown in the absence of further laboratory testing; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this infection was not caused by a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Though peritoneal effluent fluid cultures were not obtained, the patient¿s elevated wbc with a responsiveness to empiric antibiotic therapy provides evidence this infection was more than likely caused by a gram-positive bacteria. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius customer service this (B)(6) year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment on (B)(6) 2021 to be transported by emergency services to the emergency department (ed) for abdominal pain. The patient was evaluated in the ed, and they were diagnosed with peritonitis. A white blood cell (wbc) count taken in the ed on (B)(6) 2021 presented with approximately 5000/mm3. The patient was not provided medical intervention in the ed and was advised to report to the outpatient clinic. The patient was released from the ed to home with no hospital admission. The patient has not yet presented to the outpatient clinic following release from the ed. Additionally, peritoneal effluent fluid cultures were not taken in the ed or the outpatient clinic to date. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown in the absence of further laboratory testing; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler following this event.